Event description:
Additional information: litigation papers allege constant pain as well as occasional sharp jolts of extreme pain. The pain became increasingly more severe and was beginning to radiate both downward and upward in the months prior to revision surgery. The patient suffered from loosening of the acetabular component, significant pain and difficulty in walking and adversely affecting all aspects of his everyday activities. The patient had elevated metal ion levels, which are being monitored by his surgeon. Exploration during revision surgery revealed tissues somewhat inflamed consistent with the acetabular component not being solid, erosions in the acetabulum requiring filling with cancellous bone chips from the bone bank, minor corrosion around the trunnion of the stem and some fluid in the hip indicative of metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain and high ion levels.